Manufacturer narrative:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that while being showered on the device the patient turned, hit the rail, the side rail opened and fell down. The patient remained in the shower trolley with the help of a nurse when the side support collapsed. No injury was reported as a consequence of this event. The involved device was taken out of service and evaluated by the arjo representative. According to the results of inspection, the side support was found detached at head end. It was noticed that a head end bearing, which allows the side support to pivot and prevent its detachment from frame was broken off and missing during the evaluation. The second bearing was in place. There were also significant marks and paint scratches. Moreover, the paint on side support frame was worn off due to being scratched by hook of stretcher frame on which the side support frame is placed. Carevo shower trolley is equipped with two side supports/panels (left, right) to secure the patient. The side support frame is inserted into the stretcher frame and kept in place by bearings and frame¿s construction. The involved carevo was manufactured 5 years before the incident occurred. As per the collected information the side support bearing have not been replaced recently. The annual maintenance was carried out by arjo in june 2019, but no malfunction was detected at this time. According to the performed device evaluation the bearing of one side support was missing and the second one was partially damaged, which led to the collapse of the assembly. Looking at the nature of the aroused malfunction it is considered likely that bearing was damaged due to physical impact, such as hitting an obstacle. It should be underlined that the paint layer of side support frame in place where the missing bearing should be mounted was worn off due to contact with stretcher's frame. This allows to assume that the side support bearing at the trolley's head end was not damaged during the event, but was missing for some time before. Therefore, the side support did not detach right after the bearing detachment, but could have been used in this state until the event occurred. The carevo equipment is intended for assisted hygiene care, especially dressing/undressing and showering of patients in care environments like senior/assisted living, group home, special care, nursing homes, hospitals and home care. According to the instructions for use (IFU; 04.ba.08_8 dated on june 2013) delivered with the claimed device: ¿the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use.¿ the caregiver shall be aware how to perform hygiene routines properly, without posing the patient at risk. The IFU instructs also, that when side supports are raised to desired position they should lock and click into place. A caregiver should ensure that the side panels are in locked position: ¿to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ if both of the handles on one side support have the same malfunction, the side support could not be locked so the defect will be noticed. If one of the handles is functional then the side support can be successfully locked. The carevo is subject to wear and tear, and some actions specified in the IFU must be performed by caregivers on regular basis to ensure the product remains within its original manufacturing specification: ¿actions before every use (¿): check that all parts are in place. Compare with the parts designation list in IFU. Carry out a thorough inspection for damage, including mattress punctures. If any part is missing or damaged - do not use the product!¿ ¿every week - perform functionality test: check opening handles on the side supports and that they lock properly.¿ in summary, according to the customer allegation, the side support detached during use, so the device did not perform as intended. The technical evaluation revealed a malfunction of the side support. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the regulatory authorities in abundance of caution due to collapse of side support upon contact with the resident, which could have led to fall off the device and an injury occurrence.

Manufacturer narrative:
Cause of the malfunction is still investigated. The information collection and analysis is on-going and update will be provided in the next report.

Manufacturer narrative:
The involved device was taken out of service and evaluated by the arjo representative. According to the results of inspection, the side support was found detached at one side. The side support was damaged as there were significant marks and paint scratches. It was noticed that a bearing, which allows the side support to pivot and prevent its detachment from frame was broken off and missing during the evaluation. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that while being showered on the device the patient turned, hit the rail, the side rail opened and fell down. The patient remained in the shower trolley with the help of a nurse when the side support collapsed. No injury was reported as a consequence of this event.